Manufacturer narrative:
Behery, et al. ¿cementless versus cemented tibial fixation in primary total knee arthroplasty.¿ the journal of arthroplasty. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported in a journal article that 1 patient was revised due to femoral loosening.

Manufacturer narrative:
Event is an adverse event and product problem. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.